Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing test was performed and the test passed. A review of the data log confirmed the reported event of an intermittent out of range. A root cause could not be determined.